Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose level was 20 mmol/l at the time of incident. Troubleshooting was performed. Customer tried another bottle of insulin and states it too had foam and tons air bubbles. The product will not be returned for analysis.